Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn as this time. The insulin pump involved in this event is the paradigm-real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The act button did not respond due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the customer attempted to deliver a bolus but the numbers on her insulin pump kept going up. The problem persisted even after a battery change. The customer stated that this was the second occurrence of this issue. The customer stated that the insulin was neither bumped nor dropped. The customer's blood glucose was 157 mg/dl. Nothing further reported.